Manufacturer narrative:
B2: outcome. Initial report inadvertently did not check disability. A2: age at the time of event: initial report inadvertently listed 21 instead of 20. H6: type of investigation. B11 should have been coded in initial report. H6: investigation conclusions. Initial report used d16 instead of d1002 and d12.

Event description:
It was reported that the patient is experiencing vocal cord paralysis following their most recent lead revision. The patient's settings were provided. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.